Event description:
A us distributor reported that an electrode belt was displaying check therapy pad and adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) was isolated to the electrode belt ECG 1&2 cable¿s lead-1 and lead-2 wires being broken. The root cause for broken wires was physical abuse. There was no adverse event that resulted from the damaged belt.